Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases. A leak test was perform and was found one opening. A microscopic analysis identified: a curved cracked opening in valve assessed as cracked valve seat diaphragm valve and partial delamination of diapherm flange disk assessed as adhesive failure. Also, observed void on valve side (vv of 1.5mm) out specification per qa199.06 (texture side), it is assessed as workmanship. Based on the device analysis the final assessment is: a crack opening on valve assessed as cracked valve seat diaphragm valve. Delamination of diapherm flange disk assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.